Event description:
It was reported that the user¿s ilet pump displayed an ¿insulin fill tubing¿ alert overnight, stopped insulin delivery, and the user later observed hyperglycemia with a blood glucose of 216 mg/dl; during the call the user was mid¿supply change at the ¿press and hold¿ step and was guided to disconnect, complete priming with visible drops, reconnect, and fill the cannula, after which insulin delivery resumed; the device component involved was the tube, and the issue aligned with an incomplete insulin fill tubing procedure. Symptoms included hyperglycemia. Outcomes unexpected medical intervention to treat low. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.